Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-02726. It was reported that the patient died. The target lesions were located in the left anterior descending (lad) artery and left circumflex artery (lcx). A 38 x 2.75 promus premier¿ was implanted in lad and a 32 x 2.50 was implanted in the lcx. The procedure was completed successfully and the patient was discharged. Days later, the patient was admitted back to the hospital for complaints of gastrointestinal problems. Apart from non-cardiac treatment for which the patient was admitted, angiography was performed which revealed that both stents were working properly. However, the patient's condition deteriorated and the patient was put on ventilator and eventually the patient died due to multiple organ failure.